Manufacturer narrative:
The suspect analysis was judged "negative" with no interpretative program (ip) messages. The sysmex xn-9000/9100 instructions for use (IFU), chapter 11 - checking detailed analysis information (data browser), section 11.5 - ip messages, details the method in which the analyzer conveys its findings. Results without an error message are categorized as "positive" or "negative" based upon preset criteria, some of which are laboratory-defined. The system bases judgments on comprehensive surveys of numerical data, particle-size distributions, and scattergrams. Flags and messages, communicated through ip messages, indicate the analyzer's findings and notify of possible sample specific abnormalities. Any flag not generated indicates the criteria defined were not met. User-defined settings will impact sample judgement and generation of flags. Chapter 11 - checking detailed analysis information (data browser), section 11.5.1 - ip message judgment conditions and judgment methods, details ip message types, meanings, and judgment methods, and provides the default ip message settings. The user-defined setting for "anemia" was not provided. The default setting for "anemia" is a hgb value <10.0 g/dl. The suspect analysis generated a hgb value of 6.2 g/dl. Had the analyzer been set to the manufacturer's recommended default settings, the sample would have been judged "positive" indicating the need for further review of the sample prior to result reporting. No systemic analyzer deficiency was identified. Based on the data evaluated, an undetermined pre-analytical issue is suspected.

Event description:
The initial sample was analyzed once, generating a low hemoglobin (hgb) result. A transfusion of a single unit of packed red blood cells (prbc) was administered based on the low hgb result. No negative patient impact from the transfusion was reported. A post-transfusion sample was collected from the patient which generated a higher hgb result. The result was inconsistent with the expected results of a transfusion with a single unit of prbcs. This is being reported based on an alleged unnecessary prbc transfusion administered.